Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No further information provided (x-rays, surgical report, photographs, lab test). A complaint extract was done regarding packaging : inner_cement_pouch_open_sealing: - to date 10 complaints (involving 10 products), this one included, have been recorded on biomet bone cement r 1x40 jp, reference 110035372, since ever. - 7 complaints (involving 7 products), this one included, have been recorded on biomet bone cement r 1x40 jp, reference 110035372, batch z34eaf1509, since ever. To date, no root cause could be determined for the packaging issue, however as a trend was identified, a scar (scar-03110) has been initiated in order to implement actions to avoid the recurrence of this type of issue. The product was returned and lab analysis was performed. The product analysis has shown that the inner cement pouch sealing is opened at the bottom of the pouch. In addition, a part of the bone cement leaked out from the inner pouch. Therefore, the reported event was confirmed. A sealing force test has been performed on a product received from a similar complaint ((B)(4)- same item reference) and showed that the pouch sealing force a was compliant with zimmer biomet valence specification. Investigation results concluded that the reported event was due to manufacturing (sealing process). A corrective action has been initiated in order to deeper investigate the cause of the event with the cement pouch supplier and to consider to implement actions to avoid the recurrence of this type of issue. The complaint is closed but could be reopened if new information is received later. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the polymer was leaking from the inner pouch because part of the inner polymer pouch was unsealed. In addition it was reported that this surgery was finished with backup product. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the polymer was leaking from the inner pouch because part of the inner polymer pouch was unsealed. In addition it was reported that this surgery was finished with backup product. No adverse event has been reported as a result of the malfunction.